Manufacturer narrative:
Hamilton medical comes to the following conclusion: root cause: reset of the realtime clock (rtc) due to loss of supply voltage for longer than approx. One week. Esm board not properly connected. Note: the options are stored with the timestamp. Correction: set correct real time clock (rtc) in service software page 1401 and restart the unit. Enter the adult activation code and restart the unit. If failure persists also check the esm board for proper connection to the mainboard. If the real time clock (rtc) was set correctly and the device still "lost" its option keys or licenses, replace the vu esm. Summary: "root cause:" defective esm board , replaced esm board as correction. .

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.